Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that after patients recent ipg and lead replacement the new leads were pulled out of foramen. As a result, both leads were explanted. Surgical intervention may take place at a later date to implant new leads. Related manufacturer reference number: 1627487-2023-01806.